Event description:
It was reported that this device had a battery depletion error. The pulse generator has been implanted greater than eight years. A review of the device downloaded data confirmed the battery had one percent remaining. The patient has been scheduled for a device replacement procedure. There were no additional adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error. The pulse generator has been implanted greater than eight years. A review of the device downloaded data confirmed the battery had one percent remaining. The patient has been scheduled for a device replacement procedure. There were no additional adverse patient effects. The device remains implanted.